Manufacturer narrative:
This is a supplemental report to provide additional information. The subject sonosurg-g2 set was returned to olympus medical systems corp. (Omsc) for evaluation. There was no abnormality found with the subject sonosurg-g2 set. It was found e.1 error and e.3 error occurred several times as a result of error log check. The device history record was reviewed and found no irregularities. Based on the past similar cases, it was known that the event occurred due to any of the following possible causes. The probe which was used with the subject sonosurg-g2 set was damaged. The probe was activated while grasping the tissue with strong force. The above device handling has warned in the instruction manual as follows; should the ultrasonic output warning lamp light, a warning alarm sound, and the ultrasonic output be disabled during operation, the probe of the hand piece may be damaged, the probe connection may be loose or the transducer may not functioning properly. First refer to ¿troubleshooting¿ in the instruction manual, then take proper measures according to the instruction manual of the hand piece in use.

Manufacturer narrative:
This is a supplemental report to provide additional information. It was found that when activated with a load applied to the socket of the sonosurg connection cable maj-1121, the recognition of handpiece became unstable and the ultrasonic was stopped sometimes. It was confirmed that the part of the socket was separated and the internal adhesive with the socket of the maj-1121 was discolored. Based on the evaluation result, omsc assumes that the internal adhesive with the socket of the maj-1121 deteriorated because the reprocess was performed with cleaning liquid remaining due to insufficient rinsing, resulting in unstable recognition of handpiece and stop the ultrasonic output. Sonosurg handpiece instruction manual states the reprocessing method for the sonosurg connection cable maj-1121.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, unusual output tone generated during ultrasonic output and the ultrasonic output could not be activated. The intended procedure was completed with another device. There was no patient injury reported.